Event description:
After 2010 that I had the placement of essure I started losing hair drastically; however, I was told that it is normal after having a baby. Today, I had a 60% hair loss. Also excruciating pelvic pain, including intercourse and menstrual cycle. I am considering a hysterectomy to remove these devices. I want to regain my life and youth that essure stole away.